Event description:
It was reported that the patient's implantable pulse generator (ipg) was nonfunctional. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was nonfunctional. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was not returned as it was kept by the medical facility.